Event description:
The customer reported a beeping anomaly, that the insulin pump beeped every 15 minutes. There was no significant event reported leading up to the anomaly. The customer's blood glucose value was 202 mg/dl. The customer was advised to monitor the device and to call the helpline if the issue worsened. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).